Event description:
It was reported that this right ventricular (rv) lead was replaced as it exhibited loss of capture (loc). The lead was capped and abandoned, so it is not available for return and analysis. No additional adverse patient effects were reported.